Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the scs ipg site. Consequently, the patient's physician decided to replace the patient's scs ipg.

Event description:
Follow up information obtained during the patient's postoperative meeting identified the patient was satisfied with the system's therapy. In addition, the patient reported no further issues.